Manufacturer narrative:
No button error alarm was noted. The required tests could not be performed due to the unresponsive buttons from corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot and a stained address and serial number label. Moisture damage was noted on the display board.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error alarm. The customer's last known blood glucose was 74 mg/dl. The customer stated she had jumped into the pool prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.